Manufacturer narrative:
Findings: after battery installation, unit power up and give an constant a39 alarm due to poor solder joint at u4 on m/b. Unable to verify a33 test, a23 alarm, low batt alarm, off no power alarm and failed batt test alarm due to constant a39 alarm. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. (B)(4)

Event description:
It was reported that the customer had a compromised force sensor system alarm and a failed battery alarm. Customer's blood glucose level was 238 mg/dl. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer performed the rewind process again. Customer stated that a temp basal was not programmed before the alarm occurred. Insulin pump will need to be replaced. No additional information provided.